Event description:
The customer called in about an error messsage that he had received. While troubleshooting, it was determined that the meter was set in mmol/l. The customer had not been aware of this, but did not allege any adverse events. The customer was able to set the meter back to mg/dl with assistance. The meter was to be returned for evaluation, and a new meter will be sent.